Event description:
(B)(4). The summary of the event: based on information from dr (B)(6) who did the catherization - when the catheter was placed on the patient it broke during insertion in the jug vein leading to a high risk of gas embolism. This report was sent to (B)(6) and closed by (B)(6).